Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period nov-19 through oct-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
Occupation: bba, rt(r), inventory specialist. The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab), the console generated an unable to calibrate iab catheter alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was noted that the iab was inflating normally with pressure indices displayed. As the alarm continued, the pressure indices and waveform disappeared from the console. The console was switched out with a different one, however, the same alarm occurred. The iab was then removed and replaced with a new one. The same issue occurred still. The customer tried to manually calibrate with no success. The customer was advised to remove the fiber optic sensor and transduce the fluid-filled lumen. This resulted in the pressure indices being displayed and the alarm was resolved. Therapy was continued without further issue. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report will be submitted for the first iab.